Event description:
Per the clinic, the patient developed tinnitus, pain and discomfort with the device use. The patient also experienced poor performance since activation and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and it is unknown if there are plans to reimplant the patient as of the date of this report.